Event description:
Follow up revealed that the reasoning the ipg was replaced was due to recharge burden.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention (B)(6) 2018 wherein the ipg was replaced with a different model, which addressed the issue.